Event description:
Unomedical reference number (B)(4). Event occurred in spain on 10 apr 2024, it was reported that about seven or eight cannulas had to be replaced due to infusion blocked alerts when inserting in abdomen. No further information available.

Manufacturer narrative:
Device 4 of 8.